Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was not communicating. The field service engineer (fse) found that the station was intermittently not communicating with the server. The cabling was inspected, and an internal network jumper cable was found pinched. The cable was replaced, but intermittent network timeouts persisted. The communication sled was replaced. The fse monitored performance and followed up with the customer. Communication was tested using the ping function and the dispensing application sync status. It was found that the station continued to intermittently lose communication with the es server and was difficult to access remotely. As the next step in isolating the communication issue, the docking board was replaced. Remote access improved significantly, and no communication failure events occurred with the es server. Communication was tested using ping commands and es applications. The cat5e cable routing from the docking board to the communication sled was replaced. The station¿s communication with the es server was verified, and the sync was confirmed to be up to date. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system not communicated. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system not communicated. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.